Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. Visual inspection of the returned platform revealed a cracked top cover at the lower corner on the patient's right-hand side, most likely due to the fall from the fire truck. The top cover was replaced to address the observed physical damage. Unrelated to the reported complaint, unable to download the archive due to the ir port of the processor board was defective, likely due to the fall. The processor board was replaced to address this issue. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. The encoder drive shaft is not within the normally acceptable range at 7086 cts when powered on based on (encoder lower_limit = 2735 counts, encoder upper_limit = 3409 counts). The driveshaft was rotated to "home" position to clear the ua45 error message. Further functional testing, unrelated to the reported complaint, the load cell characterization results indicated load cell module (2) was over-reported (defective), likely due to the fall. Load cell module 2 was replaced to address this issue. During service, unrelated to the reported complaint, noticed multiple cracks on the screw well area of the front and bottom enclosures, likely due to the fall. The damaged covers were replaced. Following the service, the autopulse platform passed the final test without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaints reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 03 sep 2020 and the driveshaft was adjusted to "home" position to remedy the issue.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) fell out of the fire truck and was cracked and also, it displays a user advisory (ua)45 (not at "home" position after power-on/restart). No patient involvement.